Event description:
It was reported that the patient presented with slight superior capsular contraction syndrome and early z syndrome 7-8 weeks post implantation. The doctor performed yag laser and the lens seemed to go back to correct position. Additional information has been requested, but no additional information has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.